Event description:
Home pt called baxter technical service center to report supply line spike came out of solution bag during dwell 4/4 of treatment on the homechoice machine. Per pt's spouse, pt was rolling around aggressively during sleep when pt accidently pulled supply line spike from solution bag. Pt discontinued treatment and pt's spouse reports no pt injury or medical intervention as a result of incident.